Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2352-50; serial number: (B)(4); batch/lot number: 5071295; model/catalog description: linear 3-4 lead 50 cm.

Event description:
A report was received that the patient was vomiting due to high stimulation and was experiencing inadequate stimulation. The patient underwent a lead revision procedure and was doing well.